Event description:
During surgical procedure, novasure handpiece device read an error code on machine and handpiece would not work. Novasure device rep contacted immediately and ran though troubleshooting with staff and surgeon in room. Novasure handpiece would still not work. Device removed and replaced with a new one, which worked without any issues. FDA safety report ID # (B)(4)..